Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is speculated that the failure likely resulted from a combination of factors, including external stress such as friction at the insertion point and chemical stress from repeated reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ureteo-reno videoscope exhibited coating peeling on the connecting tube (maximum width is 4mm or more). There was no patient involvement.